Manufacturer narrative:
Device manufacture date: nov-16-1010, nov-17-2010. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while inserting an expedium screw, the tip of the expedium si polyaxial driver assembly sheared off. The broken tip was recovered and a new driver was used to complete the case. There were no adverse consequences to that patient and no delay.

Manufacturer narrative:
One (1) modified expedium quick-connect si polyaxial [product code: 6983-27-038, lot no: 1010mi] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the part. The fractured surface reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload. This suggests the driver underwent a quasi-static torsional shear failure starting at the driver hex and is extended to the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) for the modified expedium quick-connect si polyaxial screwdriver was conducted. Lot number 1010mi was released in two batches on 11/16/10 and 11/17/10. Product was released accomplishing all quality requirements. A 12-month review of the complaint trend analysis for the modified expedium quick-connect si polyaxial screwdriver was conducted and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. The root cause of the modified driver¿s distal tip becoming broken cannot positively be determined. However, the fracture analysis suggests the driver underwent a quasi-static torsional shear failure starting at the driver hex and is extended to the potential fracture termination site. As there have been no issues identified in the manufacturing or release of this modified screwdriver and no trends requiring immediate action have been noted, therefore this complaint will be closed requiring no further action beyond the noted data review. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.